Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they did not receive an audio alert from the g5 application for a hyperglycemic occurrence on (B)(6) 2016. No medical intervention was required. Additionally, patient went through the application settings and the audio was functional for the high alert when tested. No additional event or patient information was provided.